Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for normal battery depletion. During the procedure, the pulse rate of the ipg was lowered and the ipg exhibited a loss of capture. Additionally, the battery status could not be obtained through device telemetry. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.